Event description:
It was reported that labeling issue occurred. The patient was being treated for peripheral arterial disease in the lower extremity. The target lesion was located in the superficial femoral artery. A 5 x 150 x 130 innova vascular stent was selected for treatment. However, a 5 x 120 x 130 innova vascular was found inside the device packaging and it was noted during deployment after the package was scanned by clinical staff monitoring the case. The stent was implanted, and the procedure was completed. It was noted that the target lesion was sufficiently covered, as multiple stents were already planned to be used. No patient complications were reported.

Manufacturer narrative:
Device was implanted inside the patient and will not be returned for analysis. However, an analysis was concluded based on the received photo of the complaint device. It was noticed that the two photos that were sent back have different upn numbers and different batch numbers. There is no indication of a label issue during the manufacturing timeframe with the device due to the manufacturing dates of the device were approximately 6 months apart from each other.

Event description:
It was reported that labeling issue occurred. The patient was being treated for peripheral arterial disease in the lower extremity. The target lesion was located in the superficial femoral artery. A 5 x 150 x 130 innova vascular stent was selected for treatment. However, a 5 x 120 x 130 innova vascular was found inside the device packaging and it was noted during deployment after the package was scanned by clinical staff monitoring the case. The stent was implanted, and the procedure was completed. It was noted that the target lesion was sufficiently covered, as multiple stents were already planned to be used. No patient complications were reported.